Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm), the customer received pump error 49 (history pointers failed. The history pointers are corrupted.), and the customer received pump error 68 (trace pointers are invalid.), blank display, power loss alarm, and a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for stuck button alarm. Troubleshooting indicated that pump requires replacement. Troubleshooting was performed for power loss alarm. The customer was not able to clear the alarm. Troubleshooting was performed for display issue and customer stated that the battery cap contacts and battery compartment and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. Troubleshooting was performed for pump error alarms. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the pump history file/traces on(B)(6) 2025 at 16:25:00 due to moisture damage on the force sensor. Pump error 68/49/23 alarm found in the pump history file/trace on (B)(6) 2025. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Blank display not confirmed. Pump error 68/49/23 alarm was unknown. Keypad/button unresponsive/button error alarm and unexpected battery power loss unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.